Event description:
A customer contacted beckman coulter inc. (Bci) regarding consistently elevated troponin (accu tni) results above the ami cutoff generated by the access 2 instrument for a single pt's sample. A pt sample was tested for accu tni 3 times and results were: 47.91ng/ml, 48.14ng/ml and 48.10ng/ml. The original sample was tested for accu tni on a different instrument in the customer's lab and a result of 46ng/ml was obtained. The accu tni results were reported out of the lab and questioned. Based on avail info, the sample was sent to run for troponin on dad dimension analyzer which gave a result of oug/l. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Based on info provided, the customer's qc was within specs. The elevated results were repeatable, and dilution of the sample did not dilute linearly. No add'l info regarding this event is avail. A clear root cause for this event has not been determined to date as the sample cannot be sent out of another country to beckman coulter inc. (Bci) for heterophile investigation testing. A malfunction will be assumed for the purpose of this report.